Manufacturer narrative:
Sample is currently in transit to the manufacturing site for analysis.

Event description:
Caller states that they were not able to inflate the cuff after placement. Caller states that they pre-tested they checked the anatomy and there was no abnormal anatomy. Caller states that there was no patient harm and no additional treatments other than the need to extubate and recannulate with a replacement tube. The caller reported that four tubes failed in the same manner on the same patient.